Event description:
It was reported that the right ventricular lead exhibited first noise episode on (B)(6) 2017. On (B)(6) 2017, the patient presented in clinic for follow up. Upon interrogation, it was noted that the lead exhibited inappropriate high voltage therapies due to lead noise. All other electrical measurements were stable. On (B)(6) 2017, the lead was capped and replaced with no adverse consequences to the patient. The patient was in stable condition prior, during, and post operation.